Event description:
It was reported that a sheath split occurred. An isleeve sheath was used during an aortic implant procedure successfully. Post procedure, a long split was noted and one fold was completely open. No patient complications were reported. The returned product consisted of an isleeve sheath and a dilator separately. The sheath and tip were microscopically examined. The sheath material was split/torn on the seam starting 16.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There is typical tip damage. The sheath is kinked 14.8cm from the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a sheath split occurred. An isleeve sheath was used during an aortic implant procedure successfully. Post procedure, a long split was noted and one fold was completely open. No patient complications were reported.